Event description:
Related manufacturer reference numbers: 2017865-2023-14389. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited far r-wave over-sensing and the right ventricular lead exhibited loss of capture and inappropriate capture due to under-sensing. Programming changes were made. Patient condition was stable.